Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cervical fusion. According to the reporter, a cervical fusion (acdf c5-6, c6-7) was performed on (B)(6), 2011. Upon explantation six months post-operatively, it was found that the screws located at c-7 were broken; however, fusion had taken place and no revision surgery was needed. No additional information has been received regarding this incident.